Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an increased force to fire the device on the third or fourth firing. One side of the staple line did not have fully formed staples this also happened on the third or fourth firing. Another device was used to complete the procedure. No adverse consequences reported. No device will be returned at this time. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.